Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a possible external percutaneous lead issue was found during a clamshell repair procedure. A log file was submitted to the manufacturer for review which captured several pump stoppages/red heart alarms with power elevations and many pulsatility index (pi) events, indicative of a potential short to shield issue. The pump stoppages only occurred while the patient was connected to the power module patient cable. The patient was not symptomatic. An external percutaneous lead replacement was subsequently performed.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. Approximately 8" of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. The evaluation of the returned lead found a breach in the green wire insulation at the metal connector, and the underlying conductors were exposed. The initial report of the bend relief being separated from the connector requiring a clamshell repair may have added stress to the wire in this location. The characteristic of this disruption appeared consistent with abrasion from the braided shield as a result of repetitive flexing of the lead in this location. The examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. The reported pump stoppages would have occurred as a result of the exposed conductors of the green wire contacting the shield and shorting to ground while the patient was supported by the power module. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.